Event description:
It was reported that the customer experienced elevated blood glucose levels (370 mg/dl). Customer noticed air bubbles present. Troubleshooting was performed, and air bubbles were successfully expelled from tubing. Cartridge and infusion set are typically changed every 3 days.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.